Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for this event. The patient¿s treatment was not reported. The cause of the peritonitis was not reported. The patient was still in the hospital at the time of the report and had not recovered from this event. It was not reported is pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.